Event description:
It was reported that the pump reset unexpectedly. The customer reloaded the cartridge and resumed insulin to address the issue. Customer¿s blood glucose level was 110 mg/dl.

Manufacturer narrative:
Device not returned